Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter could not be removed as needed.during an electrophysiology procedure, an ep-xt diagnostic catheter was used. It was noted that the catheter could not be removed as needed. The procedure was completed with this device without patient complications. The device is expected to be returned for analysis. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of catheter difficult to withdraw could not be confirmed. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Without proper evaluation of the device, the investigation findings do not lead to a clear conclusion about the cause of the reported event. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the ep-xt diagnostic catheter risk documentation was completed and confirmed that the event of catheter difficult to withdraw was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific investigation findings do not provide a definitive conclusion regarding the cause of the reported event. Without proper evaluation of the device, the investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that the catheter could not be removed as needed. During an electrophysiology procedure, an ep-xt diagnostic catheter was used. It was noted that the catheter could not be removed as needed. The procedure was completed with this device without patient complications. The device is expected to be returned for analysis. No further information has been obtained despite good faith efforts.